Manufacturer narrative:
Reporting institution name: (B)(6).

Event description:
This report is based on information provided by philips local service team with an investigation documented by philips complaint handling. Philips received a complaint on the heartstart xl defibrillator/monitor indication that device was unable to synchronize defibrillation.